Event description:
Ous MDR - during device interrogation at a regular follow up, we found a vf episode with aborted shock. Analyzing the iegm we found an oversensing of artifacts detected as vf. We could also see in real time telemetry the same artifacts when the patient was just sitting in the chair and even during provocative maneuvers. All electrical parameters are in range except for a pacing threshold increase from 0.8v to 1.5v @ 0.4ms. The physician thinks that the oversensing is probably due to a lead failure and programmed next follow-up in one month. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.